Manufacturer narrative:
Age at time of event: (B)(6) or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified proximal to mid right coronary artery (rca). A 38 x 3.50 promus premier¿ drug-eluting stent was advanced to treat the lesion using two-wire technique but the stent failed to cross the lesion. A non-bsc guide extension catheter was then used but the promus premier¿ stent encountered severe resistance inside the guide catheter. The device was removed from the patient and the stent was found to be lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.